Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a power supply failure. There was no adverse patient impact reported.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board.